Manufacturer narrative:
Additional device product codes: nkb; kwp. D9: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the fusion procedure (th11-l4) was performed with the verse fenestrated screw and the verse prime system. The procedure was completed without any issue. On an unknown postoperative date, it was found that the verse fenestrated screw had backed out. No further information is available. This report is for one (1) expedium verse spine system fenestrated cortical fix polyaxial screw 7.0 x 35mm. This is report 1 of 1 for complaint (B)(4).